Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. The customer stated their blood glucose at the time of hospitalization was 13.8 mmol/l. The customer also reported their blood glucose rising to 33 mmol/l. Customer believed the cause the of their hospitalization was related to the insulin pump. Customer also reported a air bubble was present in the tubing. The customer stated they did not store the insulin at room temperature. Customer was also able to confirm their settings were accurate on the insulin pump. The customer stated they have disconnected from the insulin pump based on their doctor's advice. Customer's current blood glucose was 5.2 mmol/l. Customer agreed to return the insulin pump for analysis.